Manufacturer narrative:
Intuitive surgical, inc. (Isi) has requested that the fenestrated bipolar forceps instrument be returned for evaluation, but it has not yet been returned. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. No image or video was provided for review. A review of the instrument log for the fenestrated bipolar forceps instrument (part# 420205-16/lot# n11201019 504) associated with this event has been performed. Per logs, the instrument was last used for a procedure on 01-dec-2021 using system usg524. The instrument had 6 remaining usable lives with no subsequent use recorded. This complaint is being reported based on the following conclusion: it was alleged that the instrument had conductor wire damage during a procedure. The damaged/broken conductor wire has potential for electrical discharge at a location other than intended. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci assisted pulmonary lobectomy surgical procedure, the fenestrated bipolar forceps instrument's power cable was found torn off. The procedure was completed with no reported patient injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the fenestrated bipolar forceps (fbf) associated with this complaint and completed investigations. Failure analysis investigations confirmed the reported complaint that the "power cable torn off". Failure analysis found the primary failure of broken conductor wire to be related to the customer reported complaint. The fbf instrument was found to have a broken conductor wire at the yaw pulley on the distal end. The conductor wire was completely broken at the grip-crimp location. The fbf instrument failed the electrical continuity test. There was no insulation damage or signs of thermal damage observed. The root cause for the broke conductor wire is attributed to a component failure.